Event description:
The lead was explanted when decrease in sensing was observed the patient was in good condition after event. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.